Event description:
Event description cpi received information that at an attempted implant this endotak dsp was removed due to cardiac tamponade, causing the patient to go asystolic, they performed a percardial window. The lead was not implanted.